Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. There were a few purulent secretions on the suture knots 6 days after operation. The surgeon removed the suture knots and then two days later the symptom didn't happen.